Event description:
It was reported that bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) plate 100pk mold was found ins 3 unopened sleeves. The following information the customer found mold in 3 unopened sleeves.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: 252028 #2276065. We could confirm this issue as a report from returned sample. The issue was contamination of fungi. Complaint history was reviewed, and no other complaint has been taken on this lot. At this time. DHR did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. It includes bioburden testing. A visual inspection was performed on 20 retention samples of this lot. As a result, no defect was observed. No trend. The root cause for this could not be determined.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) plate 100pk mold was found ins 3 unopened sleeves. The following information: the customer found mold in 3 unopened sleeves.